Manufacturer narrative:
Explant date: n/a, as lens remains implanted. Initial reporter establishment address: (B)(6). Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with intraocular lenses (iols) for near, intermediate, and far-distance vision. A few months later, during a follow-up examination, the patient reported that (especially in the evening) he sees strange reflections coming from the headlights of vehicles, street lights, and everything that shines in general. A follow up consultation 6-7 months later revealed that the patient is still experiencing the same issues. A year and a half went by and the symptoms have gotten worse. The patient is not able to drive at night. No further information was provided. This report is for one eye. A separate report is being submitted for the other eye of the patient.

Manufacturer narrative:
Corrected information: section e1 - country: turkey. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.